Event description:
During a surgery in (B)(6) 2012, a patient was implanted with plate and screws for the first mtp fusion. On an unknown date the patient reported new onset of pain, and returned to surgeon. X-rays taken on (B)(6) 2012 revealed a broken plate. Patient was treated non-surgically for pain for 2 months. On (B)(6) 2012, the patient had another surgery to remove broken plate, 4 locking screws and 1 cortex screw. Patient was then revised to 1 cannulated screw and 2 wires. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review showed the lot met the material requirements and the required specifications.